Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation. Results - 114 is based upon the evaluation of user facility information ; 213 is based upon the investigation results of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information ; 67 is based upon the investigation results of the returned sample. One used 6 fr angio-seal vip device and dilator was received for product evaluation. No accessory components were returned with the angio-seal device. Visual inspection revealed that the hemostasis sheath cap and the deployment sleeve were mated incorrectly. The deployment sleeve was in the rear lock position with the color bands fully exposed. The locking mechanism on the deployment sleeve was not properly engaged with the cap. The anchor and collagen were not present and the suture appeared to be cut as intended after deployment. No other anomalies were noted. IFU states: "to ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap.'' There is no evidence that this event was related to a device defect or malfunction. The original allegation that the sheath and device detached could not be substantiated. The returned state of the device was inconsistent with the original allegation, as the hemostasis sheath and deployment sleeve were returned mated incorrectly per the IFU. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was placed for deployment. Once the doctor set the footplate and began to pull back on the device; at that time the hub where the two green arrows lock together became separated from the sheath and suture. The doctor secured the proximal end of the suture and was able to deploy the device successfully. The patient was in stable condition. There were no other devices or equipment used with the reported product. Additional information was received on december 6, 2018. The procedure being performed was a heart catheterization. A 6fr procedural sheath was used prior to the angio-seal device. A pre-deployment angiogram was performed. Hemostasis was achieved with the angio-seal device. Blood loss was less than 250cc.